Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the screen could not be read safely, and that there was evidence of moisture behind the display screen and the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: due to internal moisture damage, the pump failed to power on. There was evidence of moisture inside the battery compartment. The leak test failed due to a cracked battery compartment. The pump was opened and evidence of moisture was found on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.